Event description:
It was reported that the user¿s blood glucose was 200 mg/dl after insulin delivery had been paused for approximately 40 minutes during a shower and a prolonged supply change; the user subsequently unpaused the ilet and confirmed they were doing well, and the medical device problem and device component could not be specified due to insufficient information. Symptoms included hyperglycemia with no clinical signs, symptoms, or conditions reported by the user. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and the medical device problem and device component remained indeterminate due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.